Event description:
(B)(4). Within one month of essure placement I became extremely depressed, anxious, fatigued, lethargic, bloated, and painful all over. I gained (B)(6) in this month.

Event description:
(B)(4). Am now being referred to a rheumatologist for auto immune disease screening! Because of essure I suffer from chronic inflammation all day, every day.